Event description:
Patient reported via voluntary sus medwatch (mw5115316) of "4 years later, went into early menopause at age 39 despite being healthy and mother and sister having normal menopausal age¿, ¿lots of gut issues¿, ¿chronic fatigue¿, ¿brain fog¿, ¿insomnia¿, ¿extremely dry skin and eyes¿, and ¿had declining vision despite having had lasik in 2008 before the implants and having stable vision for years¿, which were all non-device related events. Patient also reported raynaud's phenomenon. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  raynaud's phenomenon.